Event description:
It was reported that the customer was receiving air in line alarms within 2-3 second of pressing the start key to begin an infusion. There was no information on patient involvement. This was a general comment made to the onsite bd team, no dates of the event were provided, no specific device was sequestered from the events, and no further information was given. No device will be returned for this investigation.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air in line issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.